Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device had garbage in the mirror image. There was no back up device available. No patient injury was reported.

Event description:
It was reported that during an unknown procedure, the device had garbage in the mirror image. No back up device was available. No patient injury was reported.

Manufacturer narrative:
H10: h3, h6: an evaluation was performed by the supplier and could confirm the customer complaint for there was particulates in the mirror image. A visual inspection was performed and showed the scope to have distal tip damage, particulates under the negative lens and residue build up. This damage is caused by contact with another source and improper cleaning. No manufacturing related defects were observed. Supplemental of report number 3003604053-2018-00099 was inadvertently submitted wrong under report 3003604-2018-00099 on (B)(6) 2018. The information provided under this report was the non product return evaluation:  visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. This new report is the second supplemental of the initial (3003604053-2018-00099).